Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired, as it fell out of the device. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.